Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The hi-torque (ht) balance middleweight (bmw) hydro guidewire was advanced and a xience pro s stent delivery system (sds) was also advanced without resistance; however, the stent was attempted to be deployed but the wire got stuck on the stent and had to be removed as a single unit. Another ht bmw hydro and xience pro s were used and completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported difficult to remove was confirmed. The reported activation failure was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined that the reported difficulties appear to be related to procedural circumstances. In this case, the observed damages to both the catheter and guide wire likely contributed to the reported difficulty to removed. Additionally, an attempt to deploy stent was reported (activation failure); however, a conclusive cause for the reported activation failure could not be determined. It was also observed that the guide wire exit notch was torn, which likely occurred due to manipulation against resistance with the guide wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.